Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.g781vsqslhyi1. Hardware: sm-g781v. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear. Blood glucose was reported to have increased to 715 mg/dl and did not decrease despite correction bolus doses. The patient subsequently developed symptoms including stomachache, vomiting, sweating, shakiness, and blurry vision, prompting her to seek medical attention. She called 911 and was transported to the hospital and subsequently admitted to critical care with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization consisted of intravenous fluids and insulin infusion, with bloodwork also conducted. The patient remained hospitalized for approximately three days and was discharged on (B)(6) 2026. The patient further reported observing slight swelling at the infusion site upon pod removal, described as a lump resembling a mosquito bite.